Manufacturer narrative:
The customer was sent a replacement power adapter. The product involved in the complaint was discarded by the customer. Therefore, no conclusions can be made as to the cause of the event. The cause of the breach in the rev p transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
The customer reported customer service on (B)(6) 2016, that she had dropped her power adapter to her pump in style advanced go tote. The power adapter broke open exposing the inner circuitry.